Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the audio bolus button was under-responsive. There was reportedly damage/peeling to the bolus button cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03-jan-2018 device evaluation: the pump has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: during investigation, the audio bolus button cover was found to be missing and there was no button response.